Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a larger bolus than needed for the amount of carbohydrates consumed. Customer declined to provide additional information regarding the reported issue. There was no reported impact to customer's blood glucose level.